Event description:
It was reported that the patient was seen with high impedance in february. X-rays were inconclusive. The device was turned off. The patient has been scheduled for surgery. No known intervention has occurred to date. No other relevant information has been received by the manufacturer to date.